Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A functional evaluation found that a 0.035 inch guidewire could pass through the device without issue and there was no visible kink in the device. A bulge was found in the catheter as the first sideport hole upon return. A visual evaluation found an enlarged section at the first sideport at the distal end of the catheter. The pigtail of the catheter was straightened and no visual kink was found. The inner diameter of the distal end of the catheter was measured and found to be 0.036 inches, which is greater than the minimum specification of passing a 0.035 inch plus pin gage. The outer diameter of the catheter at the first sideport hole was found to be 0.1215 inches which is not within the manufacturing specification of 0.107 +/- 0.003 inches. The root cause of the bulge in the extrusion could not be determined.

Event description:
It was reported to boston scientific corporation that a nasobiliary tube w/jagwire was used during a procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, resistance was felt when the jagwire was inserted into the product after flushing the guidewire lumen. When checked, a kink was noted at the third side hole. The procedure was complate with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."